Event description:
The copy of a voluntary medwatch form shows the customer alleged a manual resuscitation bag (pmr) exhibited resistance to exhalation and a leak. No other information had been available from the reporting site. It is not verified that the product exhibited resistance to exhalation, a leak, and not malfunction may have occurred. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.